Manufacturer narrative:
Additional information: the complaint allegation was confirmed. One unpackaged ar-3355-4031 was received for evaluation. Visual inspection noted that the tip of the arthroscope was chipped. Completely damaged. Functional testing was not performed due to the damage to the device. The observed condition is most likely the result of interference between the device and other instrumentation or bone during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 02/8/2024, it was reported by a facility representative via (B)(4) that an ar-3355-4031 had sharp edges. This was discovered during a case. The scope was replaced when this problem was discovered. There was case involvement. However, there was no patient harm.